Manufacturer narrative:
An event of complete heart block after the implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the exact cause of the reported heart block could not be conclusively determined. The surgical intervention was a result of case-specific circumstance as patient received a pacemaker due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor transcatheter aortic valve was chosen for implant with the large flexnav delivery system. The patient already had an existing 1st degree atrioventricular block. There was calcification present extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 1mm by 5mm. After the implant, the patient received a pacemaker.